Event description:
Same case as:6000093-2007-00615, 6000093-2007-00614, 6000093-2007-00616. It was reported by the pt's spouse that during a coronary drug eluting stenting treatment procedure, the pt was defibrillated and there was a clot. Consumer reports her husband had 4 taxus express2 drug eluting stents implanted in 2004 and needed defibrillated twice after the first stent was implanted. She also stated she thinks the balloon caused the clot, but refused to give any demographic data.

Manufacturer narrative:
The cause of the difficulties stated in the complaint could not be determined. The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.